Event description:
Physician reported that during the follow-up visit of a patient who received a two level acdf using the helix anterior cervical plate, it was identified in their radiographs that one of the inferior screws backed out approx 2mm. The original surgery was performed in 2008, and the issue was identified the following month. No additional complications were reported.

Manufacturer narrative:
The device was not returned to nuvasive and no additional evaluation will be possible. The root cause of the event is unknown at this time. Product labeling indicates that: "the patient should be made aware of the limitations of the implant and potential adverse effects of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." And: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components)." In the event the nuvasive identifies additional relevant information regarding this failure a subsequent report will be submitted.